Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle had detached from the suture. The part fell into the patient's cavity and was retrieved. The needle was found inside the trocar. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received twenty sealed devices with the appropriate packaging in an undamaged condition and one device opened by the account with the appropriate packaging in an undamaged condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition was an improper execution of in-process controls for material assignment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle had detached from the suture and was missing. The part fell into the patient's cavity and was retrieved. The needle was found inside the trocar. The surgeon used a different device to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.